Manufacturer narrative:
The device has not been received by verathon at this time; however, the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope spectrum smart cable, the image would disappear intermittently. A second glidescope system was used to complete the procedure; however, the time to prepare the second device was not known. No harm to the patient or user was reported.